Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication cannot be determined. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Unable to perform system or instrument logs review with the lack of product and procedure information on file at the time. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted partial nephrectomy procedure, thee patient was found to have a urine leak. A ureteral stent was subsequently inserted but the urine leak was not resolved. The patient underwent a subsequent exploratory procedure and an opening of the renal calyx was found, which was sutured. The urine leak recurred again, and a nephrectomy was performed to resolve the issue. The cause of the post-operative complication is unknown. There is no allegation of system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm.

Event description:
As part of a single-arm unblinded multicenter study to assess the efficacy of partial nephrectomy procedures using the da vinci surgical system for patients "with ct1, cn0, or cm0 completely endophytic renal tumors," it was reported that a patient had a post-operative urine leak. The patient needed prolonged hospitalization and two surgical procedures, and ultimately a left nephrectomy was performed. It was judged that there was a causal relationship to the procedure because she had endophytic renal tumors and a release of renal calyx. The patient was subsequently discharged and is currently well. Per the study, the patient's clinical course consisted of the following: the patient had a left renal tumor diagnosed on (B)(6) 2021 and underwent a da vinci-assisted partial nephrectomy on (B)(6) 2021. A urine leak was found on a routine CT with contrast on (B)(6) 2021, and a stent was placed in the left renal ureter. On (B)(6) 2021, the urine leakage decreased (judged from the decrease in drain volume) but did not disappear, and a single-j stent was placed in the left ureter. On (B)(6) 2021, the stent position shifted (determined by an abdominal x-ray examination), and the urine leakage worsened (judged from the increase in drain volume). The position of the single-j stent was subsequently adjusted. On (B)(6) 2021, a partial resection of the superior renal calyx, which was the source of the urine leak, and suturing of the renal calyx were performed since the leak persisted after treatment via nonsurgical means (ureteral stenting). It was reported that the patient did not want nonsurgical treatment for a long period of time as well. On (B)(6) 2021, it was noted that although the urine leakage initially disappeared after suturing the renal calyx, the urine leakage recurred as judged from the increase in drain volume and CT scan. A translumbar nephrectomy was subsequently performed on (B)(6) 2021 for the continued urine leakage. The patient was subsequently discharged from the hospital on (B)(6) 2021. Intuitive surgical, inc. (Isi) obtained the following additional information from the surgeon: during the primary procedure, the opening of the renal calyx could not be completely closed. In addition, the junction between the renal pelvis and ureter was sutured, causing the passage of the renal pelvis and ureteral junction to become compromised. There were no intra-operative complications and no allegation that a malfunction of a da vinci system, instrument, and/or accessory occurred. Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.